Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence, pain and urethral erosion with an artificial urinary sphincter (aus). The erosion was diagnosed with a cystoscopy and was located at the cuff. It was suspected that the erosion was caused by the cuff being too tight. A surgical procedure was performed in which the existing device was removed. There were no device performance issues with the explanted system. The patient was expected to fully recover following the procedure.